Event description:
It was reported that during a bricker procedure the staples did not form correctly on the first firing. A new device and a new reload were used to complete the procedure. No patient consequences reported.

Manufacturer narrative:
(B)(4). Photograph. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. Photographic analysis: a photograph was also provided. Based on photographic evidence a potential cause may have been due to a damaged knife plowing/pushing tissue rather than cutting it cleanly resulting is some of the staple legs being pushed out of alignment with their appropriate anvil pockets. However, the device was returned and the knife was not noted to be damaged. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.